Event description:
The customer reported that the insulin pump alarmed motor error during bolus/basal. Troubleshooting was performed. Reviewed the alarm history, and assisted with the time and date set up. Ran a rewind and manual prime and was completed successfully. Performed a self test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The device will be returned for analysis and further info will follow once the analysis has been completed.